Manufacturer narrative:
H10: the device was received for evaluation. The product was returned in the jar and original carton. The carton was opened and found that the top foam spacer was missing. The jar was removed from the carton and the shrink wrap was missing from the cap, but was still present around the jar. The tamper evident label had been torn and was misaligned, indicating that the cap had been twisted and removed. The solution level in the jar was also evaluated and found that about half had been removed. The patch was also present in the jar. The patch was evaluated which revealed that there was a black substance on many of the loose fibers on the rough side of the tissue. It could not be determined what the substance was, but the substance had not grown or spread onto the patch itself, just the fibers. The jar was opened and found that the broken tamper evident label was also in the jar¿s seal and was wet from solution contact. The reported condition was verified. The cause of the condition could not be determined. All tissue patches are 100% sterility tested prior to final jarring in a sterile solution and torquing of the jar cap to secure the sterile barrier. A possible cause could be that the patch was removed from the jar, the patch may have been dropped by the user, then replaced in the jar. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supple peri-guard apex was found with black residue in the packaging. This was discovered when the nurse took it out to check, prior to patient use. There was no patient involvement. No additional information is available.